Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. The insulin pump was not bumped or dropped. The drive support cap is recessed. Customer also stated that she has to frequently change the battery. Blood glucose value was 260 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with currents in specification. No unexpected low battery alarm. It was unable to prime during the prime test and basic occlusion test due to protruded or loose drive support disk. Unable to perform the excessive no delivery alarm due to prime anomaly. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.